Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced diaphragmatic stimulation approximately one week post-implant. Upon presentation to the hospital right ventricular (rv) lead loss of capture (loc) was observed at maximum device output. An x-ray was obtained which clearly indicated cardiac perforation. An echocardiogram was also performed which confirmed the presence of a minor pericardial effusion. The patient was admitted to the hospital and a revision procedure performed wherein the rv lead was explanted and replaced. The lead was reported to be disposed of by the explanting facility. No additional adverse patient effects were reported.